Event description:
It was reported the customer received a button error alarm. Customer also stated their buttons have been unresponsive. The customer's blood glucose was 128 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response from the escape button due to moisture damage noted on the keypad trace. No button error alarms noted. The insulin pump had minor scratches on the display window noted during our visual inspection.